Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a charge time-out that had occurred one year prior after being in recommended replacement time (rrt) for four years. The patient chose not to have the device removed. The device remains in use. No patient complications have been reported as a result of this event.